Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had ineffective stimulation and the ipg was unable to be set to MRI mode. Programmer displayed error message "MRI is not advised, there may be a problem with the implanted leads." Troubleshooting including changing positions was attempted to no avail. Lead diagnostics showed that the leads all high impedances. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.